Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: malposition of both right and left essure devices well below the level of the cornua of the uterus'), uterine perforation ('perforation / migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain /pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral dilation procedure in 2009, tonsillectomy and cervical dysplasia. On (B)(6) 2006, history of negative hpv. On (B)(6) 2011, she denies dyspareunia. She denies any changes in bowel or bladder. Concurrent conditions included human papilloma virus infection since (B)(6) 2011, abdominal pain since (B)(6) 2006, menses irregular since (B)(6) 2006, abdominal bloating (abdominal bloating with normal period) since (B)(6) 2006, vaginal dryness since (B)(6) 2006, painful intercourse since (B)(6) 2006, polymenorrhea since (B)(6) 2006, dyspareunia since (B)(6) 2006, pregnancy since (B)(6) 2006, blood pressure fluctuation since (B)(6) 2006, loop electrosurgical excision procedure (performed in (B)(6) 2004, followed in 2005 by a hysterosalpingogram that did confirm tubal occlusion.) Since (B)(6) 2006, hypertension since (B)(6) 2006, overweight (overweight patient wishes to have cyst removed (as written) since (B)(6) 2006, cyst (overweight patient wishes to have cyst removed (as written) since (B)(6) 2006, pap smear abnormal (pap comes back abnormal) since (B)(6) 2004, itching since (B)(6) 2004, rash since (B)(6) 2004 and dysplasia (with a positive ecc). Concomitant products included intrauterine contraceptive device (iud nos) from 2004 to 2009 for contraception as well as azithromycin since (B)(6) 2008, benzoyl peroxide;clindamycin phosphate (benzaclin) since (B)(6) 2008, cefalexin (cephalexin) since (B)(6) 2016, cetirizine hydrochloride since (B)(6) 2017, citalopram, clobetasol since (B)(6) 2008, escitalopram oxalate (lexapro) since (B)(6) 2007, fluticasone since (B)(6) 2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since (B)(6) 2014, hydroxyzine since (B)(6) 2015, ibuprofen since (B)(6) 2007, ketoconazole since (B)(6) 2007, ketorolac tromethamine (toradol) until (B)(6) 2011, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2013, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2004, triamcinolone since (B)(6) 2016 and varenicline tartrate (chantix) since 2002. In 2004, the patient experienced depression ("psychological or psychiatric problems condition: depression ") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding ("dub"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (full) on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, uterine perforation, pelvic pain, abdominal pain lower and abdominal pain had resolved and the vaginal hemorrhage, menorrhagia, depression, anxiety, dyspareunia and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal hemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: finding: good placement of the essure devices in the proximal portion of each tube with 6 coils of string noted in each tube. The cervix was grossly unremarkable. The application devices were retrieved and it was noted that there were 3 coils of spring in each tube, indicating good placement. Received treatment for pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2005: results: x-ray showed the device was properly in place. Diagnostic results: on or about (B)(6) 2005, patient returned to medical center. An x-ray showed the essure device was properly in place. On (B)(6) 2004, surgical pathology report: diagnosis: 1. Cervix, leep: transformation zone mucosa free of dysplasia. 2. Endocervical curettings: fragments of' weakly proliferative endometrium. On date - (B)(6) 2005; type of test- hysterosalpingogram (hsg); result- total bilateral occlusion; date of result - (B)(6) 2005. Results: doctor said essure was in place. Date(s) of communication. (B)(6) 2005. (As per mr) date:(B)(6) 2005. Hysterosalpingogram: indication: essure procedure. Technique: the survey film shows bilateral micro insert coils. Finding: on the right the proximal radiopaque tip of the insert is within the cornue and the distal portion is distal to the cornue. On the left side, the radiopaque tip is at the comue tubal junction. Reading: satisfactory position of both micro inserts with no tubal patency demonstrated. (B)(6) 2011, pap smear was normal although it had positive human papillomavirus. On (B)(6) 2011, transvaginal pelvic ultrasound: the echoes from the metallic essure devices on either side are not located in the cornua of the uterus. Impression: apparent malposition of both the right and left essure devices well below the level of the cornua of the uterus. On (B)(6) 2011, surgical pathology report: diagnosis: uterus, vaginal hysterectomy: cervix: - mild chronic cervicitis and squamous metaplasia. Endometrium: - changes of prior ablation. Myometrium : - adenomyosis and benign leiomyoma. Hysteroscopy revealed asherman disease consistent with previous ablation. Essure coils could not be visualized. Diagnostic laparoscopy revealed an essentially normal uterus and upper abdomen. There was a small posterior right side fibroid noted. Procedure: hysteroscopy, vaginal hysterectomy, diag. Scope endometrium: endometrial cavity is scarred and measures approximately 3.2 x 0.8 cm. The lining is tan-pink glistening measuring 0.1 cm in thickness. Myometrium: tan trabecular to glistening, with a 1.0 x 1.0 x 1.0 cm cystic space at the left cornu. Within each cornu there is a gray metallic coil there is a 1.1 x 0.8 x 0.8 cm white, whorled, well circumscribed sub serosal nodule the nodule does not have any evidence of hemorrhage or necrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / malposition of essure device location of device: malposition of both right and left essure devices well below the level of the cornua of the uterus"), uterine perforation ("perforation / migration of essure device location of device: uterus/perforation (uterus)") and pelvic pain ("severe pelvic pain /pain") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, urethral dilation procedure in 2009 and cervical dysplasia. On (B)(6) 2006, history of negative hpv. On (B)(6) 2011, she denies dyspareunia. She denies any changes in bowel or bladder. Concurrent conditions included pap smear abnormal (pap comes back abnormal) since (B)(6) 2004, itching since (B)(6) 2004, rash since (B)(6) 2004, pregnancy since (B)(6) 2006, blood pressure fluctuation since (B)(6) 2006, loop electrosurgical excision procedure (performed in (B)(6) 2004, followed in 2005 by a hysterosalpingogram that did confirm tubal occlusion.) Since (B)(6) 2006, hypertension since (B)(6) 2006, overweight (overweight patient wishes to have cyst removed (as written)) since (B)(6) 2006, cyst (overweight patient wishes to have cyst removed (as written)) since (B)(6) 2006, abdominal pain since (B)(6) 2006, menses irregular since (B)(6) 2006, abdominal bloating (abdominal bloating with normal period) since (B)(6) 2006, vaginal dryness since (B)(6) 2006, painful intercourse since (B)(6) 2006, polymenorrhea since (B)(6) 2006, dyspareunia since (B)(6) 2006, human papilloma virus infection since (B)(6) 2011 and dysplasia (with a positive ecc). Concomitant products included intrauterine contraceptive device (iud nos) from 2004 to 2009 for contraception as well as azithromycin since (B)(6) 2008, benzoyl peroxide w/clindamycin (benzaclin) since (B)(6) 2008, cefalexin (cephalexin) since (B)(6) 2016, cetirizine hydrochloride since (B)(6) 2017, citalopram, clobetasol since (B)(6) 2008, escitalopram oxalate (lexapro) since (B)(6) 2007, fluticasone since (B)(6) 2017, hydroxyzine since (B)(6) 2015, ibuprofen since (B)(6) 2007, ketoconazole since (B)(6) 2007, ketorolac tromethamine (toradol) until (B)(6) 2011, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2013, oral contraceptive nos, oxycocet (percocet), paracetamol (acetaminophen) since 2004, procet (hydrocodone/acetaminophen) since (B)(6) 2014, triamcinolone since (B)(6) 2016 and varenicline tartrate (chantix) since 2002. In 2004, the patient experienced depression ("psychological or psychiatric problems condition: depression "), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2004, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, 6 years 10 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding ("dub") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (full) on (B)(6) 2011) and surgery (underwent removal of the essure device by hysterectomy (full) on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and dysfunctional uterine bleeding outcome was unknown and the pelvic pain, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: finding: good placement of the essure devices in the proximal portion of each tube with 6 coils of string noted in each tube. The cervix was grossly unremarkable. The application devices were retrieved and it was noted that there were 3 coils of spring in each tube, indicating good placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2005: x-ray showed the device was properly in place. On or about (B)(6) 2005, patient returned to medical center. An x-ray showed the essure device was properly in place. On (B)(6) 2004, surgical pathology report: diagnosis: 1. Cervix, leep: transformation zone mucosa free of dysplasia. 2. Endocervical curettings: fragments of' weakly proliferative endometrium. On date-(B)(6) 2005; type of test- hysterosalpingogram (hsg); result- total bilateral occlusion; date of result-(B)(6) 2005. Results- doctor said essure was in place. Date(s) of communication. (B)(6) 2005. (As per mr) date:(B)(6) 2005. Hysterosalpingogram: indication: essure procedure. Technique: the survey film shows bilateral micro insert coils. Finding: on the right the proximal radiopaque tip of the insert is within the cornue and the distal portion is distal to the cornue. On the left side, the radiopaque tip is at the comue tubal junction. Reading: satisfactory position of both micro inserts with no tubal patency demonstrated. (B)(6) 2011, pap smear was normal although it had positive human papillomavirus. On (B)(6) 2011, transvaginal pelvic ultrasound: the echoes from the metallic essure devices on either side are not located in the cornua of the uterus. Impression: apparent malposition of both the right and left essure devices well below the level of the cornua of the uterus. On (B)(6) 2011, surgical pathology report: diagnosis: uterus, vaginal hysterectomy: cervix: - mild chronic cervicitis and squamous metaplasia. Endometrium: - changes of prior ablation. Myometrium : - adenomyosis and benign leiomyoma. Hysteroscopy revealed asherman disease consistent with previous ablation. Essure coils could not be visualized. Diagnostic laparoscopy revealed an essentially normal uterus and upper abdomen. There was a small posterior right side fibroid noted. Procedure: hysteroscopy, vaginal hysterectomy, diag. Scope endometrium: endometrial cavity is scarred and measures approximately 3.2 x 0.8 cm. The lining is tan-pink glistening measuring 0.1 cm in thickness. Myometrium: tan trabecular to glistening, with a 1.0 x 1.0 x 1.0 cm cystic space at the left cornu. Within each cornu there is a gray metallic coil there is a 1.1 x 0.8 x 0.8 cm white, whorled, well circumscribed sub serosal nodule the nodule does not have any evidence of hemorrhage or necrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain, anxiety and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event lower abdominal pain outcome updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / malposition of essure device location of device: malposition of both right and left essure devices well below the level of the cornua of the uterus"), uterine perforation ("perforation / migration of essure device location of device: uterus/perforation (uterus)") and pelvic pain ("severe pelvic pain /pain") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, urethral dilation procedure in 2009 and cervical dysplasia. On (B)(6) 2006, history of negative hpv. On (B)(6) 2011, she denies dyspareunia. She denies any changes in bowel or bladder. Concurrent conditions included pap smear abnormal (pap comes back abnormal) since (B)(6) 2004, itching since (B)(6) 2004, rash since (B)(6) 2004, pregnancy since (B)(6) 2006, blood pressure fluctuation since (B)(6) 2006, loop electrosurgical excision procedure (performed in october 2004, followed in 2005 by a hysterosalpingogram that did confirm tubal occlusion.) Since (B)(6) 2006, hypertension since (B)(6) 2006, overweight (overweight patient wishes to have cyst removed (as written)) since (B)(6) 2006, cyst (overweight patient wishes to have cyst removed (as written)) since (B)(6) 2006, abdominal pain since (B)(6) 2006, menses irregular since (B)(6) 2006, abdominal bloating (abdominal bloating with normal period) since (B)(6) 2006, vaginal dryness since (B)(6) 2006, painful intercourse since (B)(6) 2006, polymenorrhea since (B)(6) 2006, dyspareunia since (B)(6) 2006, human papilloma virus infection since (B)(6) 2011 and dysplasia (with a positive ecc). Concomitant products included intrauterine contraceptive device (iud nos) from 2004 to 2009 for contraception as well as azithromycin since (B)(6) 2008, benzoyl peroxide w/clindamycin (benzaclin) since (B)(6) 2008, cefalexin (cephalexin) since (B)(6) 2016, cefatrizine propylenglycolate sulfate (cetirizine) since (B)(6) 2017, citalopram, clobetasol since (B)(6) 2008, contraceptives nos, escitalopram oxalate (lexapro) since (B)(6) 2007, fluticasone since (B)(6) 2017, hydroxyzine since (B)(6) 2015, ibuprofen since (B)(6) 2007, ketoconazole since (B)(6) 2007, ketorolac tromethamine (toradol) until (B)(6) 2011, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2013, oxycocet (percocet), paracetamol (acetaminophen) since 2004, procet (hydrocodone/acetaminophen) since (B)(6) 2014, triamcinolone since(B)(6) 2016 and varenicline tartrate (chantix) since 2002. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced depression ("psychological or psychiatric problems condition: depression "), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, 6 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and dysfunctional uterine bleeding ("dub"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (full) on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and dysfunctional uterine bleeding outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: finding: good placement of the essure devices in the proximal portion of each tube with 6 coils of string noted in each tube. The cervix was grossly unremarkable. The application devices were retrieved and it was noted that there were 3 coils of spring in each tube, indicating good placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2005: x-ray showed the device was properly in place. On or about (B)(6) 2005, patient returned to medical center. An x-ray showed the essure device was properly in place. On (B)(6) 2004, surgical pathology report: diagnosis: 1. Cervix, leep: - transformation zone mucosa free of dysplasia. 2. Endocervical curettings: - fragments of' weakly proliferative endometrium. On date-(B)(6) 2005; type of test- hysterosalpingogram (hsg); result- total bilateral occlusion; date of result-(B)(6) 2005 results- doctor said essure was in place. Date(s) of communication. (B)(6) 2005 (as per mr) date:(B)(6) 2005 hysterosalpingogram: indication: essure procedure technique: the survey film shows bilateral micro insert coils. Finding: on the right the proximal radiopaque tip of the insert is within the cornue and the distal portion is distal to the cornue. On the left side, the radiopaque tip is at the comue tubal junction. Reading: satisfactory position of both micro inserts with no tubal patency demonstrated (B)(6) 2011, pap smear was normal although it had positive human papillomavirus on (B)(6) 2011, transvaginal pelvic ultrasound: the echoes from the metallic essure devices on either side are not located in the cornua of the uterus. Impression: apparent malposition of both the right and left essure devices well below the level of the cornua of the uterus. On (B)(6) 2011, surgical pathology report: diagnosis: uterus, vaginal hysterectomy: cervix: - mild chronic cervicitis and squamous metaplasia. Endometrium: - changes of prior ablation. Myometrium : - adenomyosis and benign leiomyoma. Hysteroscopy revealed asherman disease consistent with previous ablation. Essure coils could not be visualized. Diagnostic laparoscopy revealed an essentially normal uterus and upper abdomen. There was a small posterior right side fibroid noted. Procedure: hysteroscopy, vaginal hysterectomy, diag. Scope endometrium: endometrial cavity is scarred and measures approximately 3.2 x 0.8 cm. The lining is tan-pink glistening measuring 0.1 cm in thickness. Myometrium: tan trabecular to glistening, with a 1.0 x 1.0 x 1.0 cm cystic space at the left cornu. Within each cornu there is a gray metallic coil there is a 1.1 x 0.8 x 0.8 cm white, whorled, well circumscribed sub serosal nodule the nodule does not have any evidence of hemorrhage or necrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain, anxiety and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient's address was updated. Patient¿s details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), lower abdominal pain and dysfunctional uterine bleeding were added as events. Stop date of essure was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: malposition of both right and left essure devices well below the level of the cornua of the uterus'), uterine perforation ('perforation / migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain /pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral dilation procedure in 2009, tonsillectomy and cervical dysplasia. On (B)(6) 2006, history of negative hpv. On (B)(6) 2011, she denies dyspareunia. She denies any changes in bowel or bladder. Concurrent conditions included human papilloma virus infection since (B)(6) 2011, abdominal pain since (B)(6) 2006, menses irregular since (B)(6) 2006, abdominal bloating (abdominal bloating with normal period) since (B)(6) 2006, vaginal dryness since (B)(6) 2006, painful intercourse since (B)(6) 2006, polymenorrhea since (B)(6) 2006, dyspareunia since (B)(6) 2006, pregnancy since (B)(6) 2006, blood pressure fluctuation since (B)(6) 2006, loop electrosurgical excision procedure (performed in (B)(6) 2004, followed in 2005 by a hysterosalpingogram that did confirm tubal occlusion.) Since (B)(6) 2006, hypertension since (B)(6) 2006, overweight (overweight patient wishes to have cyst removed (as written)) since (B)(6) 2006, cyst (overweight patient wishes to have cyst removed (as written)) since (B)(6) 2006, pap smear abnormal (pap comes back abnormal) since (B)(6) 2004, itching since (B)(6) 2004, rash since (B)(6) 2004 and dysplasia (with a positive ecc). Concomitant products included intrauterine contraceptive device (iud nos) from 2004 to 2009 for contraception as well as azithromycin since (B)(6) 2008, benzoyl peroxide;clindamycin phosphate (benzaclin) since (B)(6) 2008, cefalexin (cephalexin) since (B)(6) 2016, cetirizine hydrochloride since (B)(6) 2017, citalopram, clobetasol since (B)(6) 2008, escitalopram oxalate (lexapro) since (B)(6) 2007, fluticasone since (B)(6) 2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since (B)(6) 2014, hydroxyzine since (B)(6) 2015, ibuprofen since (B)(6) 2007, ketoconazole since (B)(6) 2007, ketorolac tromethamine (toradol) until (B)(6) 2011, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2013, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2004, triamcinolone since (B)(6) 2016 and varenicline tartrate (chantix) since 2002. In 2004, the patient experienced depression ("psychological or psychiatric problems condition: depression ") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding ("dub"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy (full) on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, uterine perforation, pelvic pain, abdominal pain lower and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: finding: good placement of the essure devices in the proximal portion of each tube with 6 coils of string noted in each tube. The cervix was grossly unremarkable. The application devices were retrieved and it was noted that there were 3 coils of spring in each tube, indicating good placement. Received treatment for pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2005: results: x-ray showed the device was properly in place. Diagnostic results: on or about (B)(6) 2005, patient returned to medical center. An x-ray showed the essure device was properly in place. On (B)(6) 2004, surgical pathology report: diagnosis: 1. Cervix, leep: - transformation zone mucosa free of dysplasia. 2. Endocervical curettings: - fragments of' weakly proliferative endometrium. On date-(B)(6) 2005; type of test- hysterosalpingogram (hsg); result- total bilateral occlusion; date of result -(B)(6) 2005. Results- doctor said essure was in place. Date(s) of communication. (B)(6) 2005. (As per mr) date:(B)(6) 2005. Hysterosalpingogram: indication: essure procedure technique: the survey film shows bilateral micro insert coils. Finding: on the right the proximal radiopaque tip of the insert is within the cornue and the distal portion is distal to the cornue. On the left side, the radiopaque tip is at the comue tubal junction. Reading: satisfactory position of both micro inserts with no tubal patency demonstrated (B)(6) 2011, pap smear was normal although it had positive human papillomavirus on (B)(6) 2011, transvaginal pelvic ultrasound: the echoes from the metallic essure devices on either side are not located in the cornua of the uterus. Impression: apparent malposition of both the right and left essure devices well below the level of the cornua of the uterus. On (B)(6) 2011, surgical pathology report: diagnosis: uterus, vaginal hysterectomy: cervix: - mild chronic cervicitis and squamous metaplasia. Endometrium: - changes of prior ablation. Myometrium : - adenomyosis and benign leiomyoma. Hysteroscopy revealed asherman disease consistent with previous ablation. Essure coils could not be visualized. Diagnostic laparoscopy revealed an essentially normal uterus and upper abdomen. There was a small posterior right side fibroid noted. Procedure: hysteroscopy, vaginal hysterectomy, diag. Scope endometrium: endometrial cavity is scarred and measures approximately 3.2 x 0.8 cm. The lining is tan-pink glistening measuring 0.1 cm in thickness. Myometrium: tan trabecular to glistening, with a 1.0 x 1.0 x 1.0 cm cystic space at the left cornu. Within each cornu there is a gray metallic coil there is a 1.1 x 0.8 x 0.8 cm white, whorled, well circumscribed sub serosal nodule the nodule does not have any evidence of hemorrhage or necrosis. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, event complication of device removal and outcome of the event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine perforation ("perforation") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("sever pelvic pain"). The patient was treated with surgery (underwent removal of the essure device by hysterectomy) and surgery (underwent removal of the essure device by hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, uterine perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results: on or about (B)(6) 2005, patient returned to medical center. An x-ray showed the essure device was properly in place. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.